Event description:
It was reported that during a diagnostic laparoscopy, at the time the surgeon makes the first cut in a tissue adhesion, the teflon of the shears remains attached to the tissue. When the doctor realized that the teflon detached from the device he proceeded to remove the teflon from the cavity. For this reason, another device has to be provided to continue the procedure. There was no adverse event with the patient resulting from the device problem.

Manufacturer narrative:
(B)(4). Batch #: v94t2h. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Manufacturer narrative:
(B)(4). Date sent: 8/10/2022. D4 batch #: v94t2h. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The analysis results found that the device was received with the tissue pad detached and not returned, but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The blade was returned with a black coating damaged. In addition, the device was returned with the shaft bent. No functional testing could be performed, as the clamp arm did not open and close due to the returned condition of the instrument. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in the removal of the pad during use. Occasionally, damage to the blade coating occurs when the blade is exposed to metal contact and/or high heat/prolonged activation without tissue present in the distal section of the jaws and the jaws closed. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.